Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure, the device overheated and was uncomfortable to use. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.